Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00368. It was reported that although therapy was effective upon being initially implanted, over time therapy to the patient's foot lessened and was no longer effective. Subsequently, the patient's system was explanted.